Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received attune tka to treat severe end-stage osteoarthritis with varus of the right knee. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Records indicate the patient was revised due to pain, swelling, instability and progressive deformity. Preoperative radiographic imaging identified complete lucency around the tibial tray and with tibial varus alignment and varus collapse. Upon entering the knee, the surgeon identified and debrided capsular scar tissue and synovitis. A complete capsulotomy was performed. The tibial tray was grossly loose and was completely debonded t the cement to implant interface. Upon removal tibial tray, the surgeon discovered a tibial defect at the area of collapse. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received depuy tibial revision products utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2019. Right knee.